Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was not delivering boluses properly like their old pump used to. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump was not working for him. The customer has a 3 ml pump and was used to the 1.8 ml. The customer is back to using manual injections. Troubleshooting was not completed as the customer declined. The customer also mentioned that they did not like the sensors due to no improvements. The insulin pump will be returned for analysis.